Manufacturer narrative:
Device component code is related to device problem code for the problem of lead suture broke. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR. Report #3005099803-2018-00287 pertains to the other device. It was reported to boston scientific corporation that a pinnacle¿ lite was implanted during a posterior prolapse procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after deployment of the capio device on the left side of the patient, the dart detached with 2cm of suture attached to it. The detached dart was found in the capio device. The procedure was completed through fixing the mesh arm that broke. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.